Event description:
Customer reported an altitude alarm on the pump, causing the suspension of insulin delivery. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer to clean the speaker holes and reinstall the current cartridge, but insulin could not be resumed. The customer then successfully loaded a new cartridge, resolving the issue, and the pump returned to normal operation. Original cartridge was identified as not venting properly.